Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the laparoscopic bypass revision, they tried to place the obturator down the radial expandable sleeve, but the obturator got stuck in the radially expandable sleeve. They placed the liver retractor into an incision without a trocar to complete the case. There was no patient injury.